Event description:
It was reported that the locking ring on the bipolar cup was bent. Making it difficult to insert. There was a 3-minute delay in replacing the product. No health consequences reported. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). G2: (B)(6). Visual examination of the provided pictures identified the locking ring in the shell but cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.